Event description:
Upon receipt for preventive maintenance, evaluation identified that the comb was bent and it was replaced. The issue was discovered during maintenance activities and not during a procedure. No environmental conditions were reported; however, the damage was considered consistent with repeated intended use. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. Review of the most recent repair record determined the comb was bent and was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to design issue. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.